Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2008, 5076-52 implantable pacing lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture after the patient had been in a minor traffic accident. The patient presented to the ER and upon interrogation, noise and oversensing were found on the lead. The lead was capped. No patient complications have been reported as a result of this event.